Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: lot 0118081 was provided, however, a search of our system shows that lot number is not a bd lot# for syringe/needle products. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the needle would not retract with an unspecified bd syringe\needle. The following information was provided by the initial reporter: during use, customer found needle cannot retract.

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that during use the needle would not retract with an unspecified bd syringe\needle. The following information was provided by the initial reporter: during use, customer found needle cannot retract.